Event description:
It was reported patient was not able to adjust stimulation and a power on reset (por) condition occurred. The device was powered off. The patient stated por cleared, but when patient tried to turn stimulation on the por returned. The patient was out of town and did not have his recharger. Troubleshooting was limited due to lack of access to product and/or patient. The patient was or will be traveling and seeking new hcp. It was further reported hcp indicated display showed "call your doctor" icon. The hcp first indicated a 0x400 (parity por) on 8840 and then later indicated a 0x0 on 8840. The hcp synced implantable neuro stimulator (ins) with patient programmer and cleared informational por. The patient programmer (pp) was prompted to change time. After time changed, the hcp was able to turn patient's therapy back on and operated 8840 as usual. The hcp was unable to get specifics as to a reason why ins had a por condition. It was noted patient was to visit hcp this afternoon. At the time of this report, no further details were reported. Additional information was requested and will be provided when it becomes available.

Manufacturer narrative:
(B)(4).